Event description:
It was reported that a patient fall occurred and the patient sustained a broken hip.

Manufacturer narrative:
Supplemental submitted to include product UDI. The unit was unable to be evaluated as the account did not record the serial number of the unit involved in the alleged event. Device not available.

Event description:
It was reported that a patient fall occurred and the patient sustained a broken hip.